Event description:
Initial hcg result 225.6 miu/ml. New sample from same pt drawn and tested the same day as the initial sample gave result of 2117 miu/ml. Initial sample repeated and recovered 2016 miu/ml. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.